Event description:
The pt presented with a dislocated hip prosthesis. Revision surgery revealed breakage of the cables. The cables were remvoved during this surgery.

Manufacturer narrative:
Summary of evaluation: it is difficult to accurately determine the cause of cable fracture with the limited amount of info provided. However, the history and the metallurgical analysis results suggest that this event would not be associated with the device but rather would indicate the cable was subjected to excessive forces during implantation.